Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and vegetation. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and vegetation. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the patient also had endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted.